Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: "manta used per IFU. 81y/o male. Bmi of 35. Depth location was 6.5+1cm. Mild posterior calcium, but vessel was 8.9mm. Access of rca via u/s. Blood pressure 130mmhg, act 220. Heparin 10000 units and half dose protamine given prior to closure. Pre-dilation of aortic valve with 18fr sheath, then removed and procedure completed with medtronic integrated system. Manta inserted and pulled to 7.5cm and fully deployed post procedure. Bleeding still noted post procedure, but no hematoma. Upon post manta cine, extravasation noted near the manta device. Manual pressure held and we went up and over with balloon. With balloon inflated, bleeding at access site still noted. Balloon inflated to nominal and kept up for 5 minutes. 2 covered stents deployed. Strong ooze at access site still noted and held pressure for 30min. Vascular surgeon stated he believed the manta is not the culprit and there is a vessel issue. Bleeding slowed and patient was taken to ICU for further manual pressure and observation. Some hours later, bleeding stopped and no noted oozing or hematoma, and rp bleed was ruled out. Patient was stable and on bed rest. Patient was discharged the next day."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The details of the complaint including photos and videos of fluoroscopic imaging were reviewed. A device history record review was performed, and no relevant findings were identified. Based on the information available, the probable cause is likely due to a vessel issue and not manta related. Without the device to evaluate, the root cause could not be conclusively determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "manta used per IFU. 81y/o male. Bmi of 35. Depth location was 6.5+1cm. Mild posterior calcium, but vessel was 8.9mm. Access of rca via u/s. Blood pressure 130mmhg, act 220. Heparin 10000units and half dose protamine given prior to closure. Pre-dilation of aortic valve with 18fr sheath, then removed and procedure completed with medtronic integrated system. Manta inserted and pulled to 7.5cm and fully deployed post procedure. Bleeding still noted post procedure, but no hematoma. Upon post manta cine, extravasation noted near the manta device. Manual pressure held and we went up and over with balloon. With balloon inflated, bleeding at access site still noted. Balloon inflated to nominal and kept up for 5 minutes. 2 covered stents deployed. Strong ooze at access site still noted and held pressure for 30min. Vascular surgeon stated he believed the manta is not the culprit and there is a vessel issue. Bleeding slowed and patient was taken to ICU for further manual pressure and observation. Some hours later, bleeding stopped and no noted oozing or hematoma, and rp bleed was ruled out. Patient was stable and on bed rest. Patient was discharged the next day."